Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. A 419478 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had experienced an episode of syncope and was currently in the hospital. Interrogation of the implantable cardioverter defibrillator (ICD) device revealed an episode of apparent atrial undersensing by the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.